Event description:
A customer reported an issue with their blood glucose level dropping to 47 mg/dl. To address the low blood glucose, the customer consumed carbohydrates and did not require third-party assistance. Technical support assisted the customer in updating their correction factor setting and advised them to consult with their healthcare provider whenever settings are updated. The customer understood and acknowledged this advice.